Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Event description:
Customer called to report a time clock anomaly on the insulin pump. Customer's blood glucose reading ranged from 263-400+ mg/dl. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.